Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2009, due to patient allegations of pain and personal injury. It was reported that patient expired on an unknown date due to an unknown reason. A review of the invoice history confirmed the (B)(6) 2008, but that the revision procedure was on (B)(6) 2009. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿